Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia over approximately one week while using the system. Investigation of this case included review of device data and user-reported history and revealed no definitive device malfunction and identified potential contributory factors including late meal announcement, increased activity, stress, and possible sensor compression artifact. It was concluded that the cause of hypoglycemia was unclear and that the device appeared to function as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.